Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator low inspiratory and check circuit alarm occurred. Information was received that a patient expired. The country coroner's office called regarding questions on the alarm codes and the patient's caregivers were concerned on how they treated the patient. The coroners have the device and sd card. The device has not yet been returned to the manufacturer and it is being preserved at the coroner's office. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.